Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had low glucose value.

Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 140 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed during call not fasting ((B)(6) 2015; 02:13pm) with result of 197mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 08/27/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 87mg/dl (B)(6) 2015 1.27am, 181mg/dl (B)(6) 2015 1:44am, 120mg/dl (B)(6) 2015 1:55 am, 174mg/dl (B)(6) 2015 6am, 137mg/dl (B)(6) 2015 6:02am. No adverse event reported.